Event description:
Vent alarm too low to be audible. Alarm set to message parameter instead of crisis parameter.

Event description:
Vent alarm too low to be audible. Alarm set to message parameter instead of crisis parameter.

Event description:
Vent alarm too low to be audible. Alarm set to message parameter instead of crisis parameter.